Manufacturer narrative:
The exact date of event was not reported. The article published date is used for the estimated date of event. The literature article did not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Literature source: h., yorihito, md, et al."an effective endoscopic hand-suturing method for fistula closure after endoscopic transgastric drainage for walled-off necrosis" videogie volume 9, no.6:2024. Doi: https://doi.org/10.1016/j.vgie.2024.03.003. Imdrf patient code e2326 captures the reportable event of inflammatory reaction. Imdrf patient code e2314 captures the reportable event of formation of fistula. Imdrf impact code f2202 captures the additional endoscopic procedure. Imdrf impact code f2301 captures the additional device required to complete the procedure. Imdrf impact code f08 captures patient's prolonged hospitalization.

Event description:
Boston scientific became aware of events involving an axios stent and electrocautery-enhanced delivery system through the article," an effective endoscopic hand-suturing method for fistula closure after endoscopic transgastric drainage for walled-off necrosis" by yorihito hayashi, m.d., et al. Per the article. A 35-year-old woman was hospitalized with severe acute pancreatitis associated with hypertriglyceridemia. On day 20 of hospitalization, the study patient underwent endoscopic necrosectomy using an axios stent to treat walled-off necrosis. On day 48 of hospitalization, the axios stent was removed, and 6 non- boston scientific pancreatic stents were placed to prevent fistula closure. Necrosectomy was repeated 9 times in total in the period lasting until day 90. After removal of the pancreatic stent, oral intake was resumed, and food intake was increased. On day 132 of hospitalization, closure of the fistula site was attempted, however, the procedure was not successful as the fistula was surrounded by fibrotic tissue and the clip partially strayed into the abdominal cavity. On day 171 following admission, fistula closure was attempted using endoscopic hand-suturing. On day 179 of hospitalization, complete closure of the fistula was confirmed by egd, and the patient was discharged. Please see the referenced article for full details.

Event description:
Boston scientific became aware of events involving an axios stent and electrocautery-enhanced delivery system through the article," an effective endoscopic hand-suturing method for fistula closure after endoscopic transgastric drainage for walled-off necrosis" by yorihito hayashi, m.d., et al. Per the article. A 35-year-old woman was hospitalized with severe acute pancreatitis associated with hypertriglyceridemia. On day 20 of hospitalization, the study patient underwent endoscopic necrosectomy using an axios stent to treat walled-off necrosis. On day 48 of hospitalization, the axios stent was removed, and 6 non- boston scientific pancreatic stents were placed to prevent fistula closure. Necrosectomy was repeated 9 times in total in the period lasting until day 90. After removal of the pancreatic stent, oral intake was resumed, and food intake was increased. On day 132 of hospitalization, closure of the fistula site was attempted, however, the procedure was not successful as the fistula was surrounded by fibrotic tissue and the clip partially strayed into the abdominal cavity. On day 171 following admission, fistula closure was attempted using endoscopic hand-suturing. On day 179 of hospitalization, complete closure of the fistula was confirmed by egd, and the patient was discharged. Please see the referenced article for full details. ***additional information received on august 13, 2024*** on august 13, 2024, additional information was received confirming that there was no allegation against the axios device. The reported adverse events were related to the non-boston scientific pancreatic stent.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block b5 has been updated with the additional information received on august 13, 2024. This is no longer a complaint as there was no allegation against the axios device. Block d4, h4: the literature article did not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: h., yorihito, md, et al."an effective endoscopic hand-suturing method for fistula closure after endoscopic transgastric drainage for walled-off necrosis" videogie volume 9, no.6:2024. Doi: https://doi.org/10.1016/j.vgie.2024.03.003. Block h6: imdrf patient code e2326 captures the reportable event of inflammatory reaction. Imdrf patient code e2314 captures the reportable event of formation of fistula. Imdrf impact code f2202 captures the additional endoscopic procedure. Imdrf impact code f2301 captures the additional device required to complete the procedure. Imdrf impact code f08 captures patient's prolonged hospitalization.